Event description:
Consumer had infection at the injection site. For which his doctor prescribed him antibiotic.

Manufacturer narrative:
No product return is anticipated. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.